Manufacturer narrative:
Concomitant: product ID 3389, serial# unknown, implanted: 2013-(B)(6), product type lead. Product ID 3389, serial# unknown, implanted: 2013-(B)(6), product type lead, product ID 37085, product type extension. Product ID 37085, product type extension. Product ID 37085, product type extension. Product ID 37085, product type extension. (B)(4).

Event description:
It was reported the patient experienced a shocking/jolting sensation and stimulation in the wrong location. It was stated that ¿lead migration¿ had occurred and that low impedance of ¿<(><<)>50¿ ohms and high impedances of ¿>40000¿ ohms had been measured. It was noted that as a result of these issues that a revision procedure had been planned for completion prior to the end of 2014-(B)(6). It was reported that an x-ray showed ¿both leads were migrated from the correct target¿ and that ¿one was displaced and the other one was stretched¿ with ¿the connection between the lead and extension at the thoracic level.¿ it was stated the patient experienced less than 50% therapy relief as part of the event. It was noted the patient was alive with no injury at the time of report. Interrogation records indicated that unipolar electrodes 1 and 3 had high out of range impedance values of 2719 ohms and >40000 ohms respectively. It was further indicated the bipolar electrode pair of 8 and 9 had a low out of range impedance value of 26 ohms. Additional information reported that a revision procedure was performed on 2014-(B)(6). It was stated that during the procedure the physician ¿changed both leads and extensions.¿ it was noted the devices would not be returned for analysis. It was reported that following the procedure the patient¿s ¿impedances were ok.¿ it was stated the physician ¿reported that probably the displacement was due to the physical activity of the patient.¿ a supplemental report will be filed if additional information is received.